Event description:
Allergan aesthetics received a report of a patient treated with 3 cycles of coolsculpting treatment may have developed paradoxical adipose hyperplasia (pah) post coolsculpting treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient received a coolsculpting treatment to the mid and lower abdomen and flanks on (B)(6) 2021 using a cooladvantage applicator.